Event description:
A surgeon reported during a cranial tumor resection surgery utilizing axiem navigation on the stealthstation s7 system that the axiem emitter was making unusual high pitched noises and tracking the instruments intermittently. Specifically, that the instrument status would switch between tracking, (green status) and not tracking, (red status), very rapidly. The surgeon reported that the equipment was set up properly and the emitter was positioned correctly in relation to the dynamic reference frame (drf). The surgeon unplugged and re-plugged the axiem emitter cable. After re-plugging the emitter cable and flickering, red/green status subsided and the case was completed with the use of navigation. The emitter continued to make the high pitches noise throughout the procedure. No harm to the pt occurred. Surgery completed successfully.

Manufacturer narrative:
The field generator was returned to the manufacturer and connected to a test system with the cranial application for 48 hours. No red status was observed. The field generator passes the peg board test with an error of 2.517mm.

Manufacturer narrative:
A system evaluation has not been completed at this time. Re-plugging the axiem emitter cable connection reportedly resolved the issue.